Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to section c. Suspect product: lot number 980/1. Additional, changed, and/or corrected data: a2, a3, b3, section c. Suspect product, d1, d4, d6a, h4, h6, h8.

Event description:
Healthcare professional(hcp) reported patient was injected with 0.1 ml of juvéderm® voluma¿ in ck1 in the left side and ck4.4 weeks later, patient experienced "swelling and pain on the left side zygomaticus" and "a slight tenderness on right side at first, but this subsided followed by pain/swelling on left side (which developed to become more painful within a few days)". Two days later, patient reported "a tender to palpation, red, warm, swollen". Hcp treated patient with prednisolone 40 mg for 3 days, then 20 mg for 7 days and dalacin 150 mg times four for 10 days. Six days later, patient reported "still swollen, warm, tender, but looks better". Next day, patient reported "feels worse, and feels febrile without having temperature measured". At examination the next day, crp is negative, and is afebrile. Hcp opened abscess with ultrasound and pus-like material comes out which was negative. The patient "swells sharply after incision" and recommended to admit to hospital. A new drainage/opening is done the same day. Four days later, patient has an infection in recovery, but still has pus production and another debridement of the wound is done. Another bacterial sample is taken which resulted negative. Patient was treated with dalacin 150 mg times four for 10 days and diclocil. A week after finishing diclocilkur, ultrasound was performed which shows small pulls that may be pus or remnants of previous procedures. They reopen, squirm with peang and try to milk out, but there is no trick. Rinsed well with saline and left the wound open. On later examination, ¿slightly increased firmness over the arcus zygomaticus on left side, no fluctuation. Completely pale skin, no flushing or heat. Only sparse blood in wounds, no pus, rinses and clear liquid¿, and, most recently, ¿sore in cheekbone and feels a lump¿. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported patient was injected with juvéderm® voluma¿ in ck1 and ck4.4 weeks later, patient experienced "swelling and pain on the left side zygomaticus" and "a slight tenderness on right side at first, but this subsided followed by pain/swelling on left side (which developed to become more painful within a few days)". Two days later, patient reported "a tender to palpation, red, warm, swollen". Hcp treated patient with prednisolone 40 mg for 3 days, then 20 mg for 7 days and dalacin 150 mg times four for 10 days. Six days later, patient reported "still swollen, warm, tender, but looks better". Next day, patient reported "feels worse, and feels febrile without having temperature measured". At examination the next day, crp is negative, and is afebrile. Hcp opened abscess with ultrasound and pus-like material comes out which was negative. The patient "swells sharply after incision" and recommended to admit to hospital. A new drainage/opening is done the same day. Four days later, patient has an infection in recovery, but still has pus production and another debridement of the wound is done. Another bacterial sample is taken which resulted negative. Patient was treated with dalacin 150 mg times four for 10 days and diclocil. A week after finishing diclocilkur, ultrasound was performed which shows small pulls that may be pus or remnants of previous procedures. They reopen, squirm with peang and try to milk out, but there is no trick. Rinsed well with saline and left the wound open. On later examination, ¿slightly increased firmness over the arcus zygomaticus on left side, no fluctuation. Completely pale skin, no flushing or heat. Only sparse blood in wounds, no pus, rinses and clear liquid¿, and, most recently, ¿sore in cheekbone and feels a lump¿. Symptoms are ongoing.